Event description:
In 2009, patient reported there is something wrong with her infusion device. Patient's normal blood glucose range is close 180 mg/dl, or where she is most comfortable. She stated she can walk around at 40 mg/dl to 500 mg/dl, and notice no difference in her body and or changes. Patient reported her readings have been high since the day before. She stated in the last 3 hours she has given herself a bolus of 4 units, two times. She reported she changed her insulin cartridge today, had been in use for 12 days prior to changing. Advised to change the insulin cartridge every 6 days. Educated and stressed the importance of changing the cartridge, per standard recommendations. Patient reported no errors or alerts recently. She stated she does not allow insulin to reach room temperature - knows she should. Patient reported she does have a visible air bubble "but I always do." Assisted her with priming the air bubble out. Patient was in a hurry. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested. On call back the following month, patient reported "everything is fine with me and my pump". Patient stated her blood glucose levels have returned to normal.

Manufacturer narrative:
No product will be returned for evaluation.